Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. A broken piece was missing as a result of the breakage. The size of the missing piece is approximately 6.73mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The hook on the pch instrument was intact and not missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hook on the permanent cautery hook (pch) instrument fell off inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The customer was using the instrument in the abdominal cavity when the fragment fell inside of the patient. The surgeon indicated that the fragment fell off when the instrument articulated. The instrument was in use for only several minutes when the issue occurred. There was no functionality issue noted during the procedure except when it broke. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula. The fragment was retrieved robotically. It was confirmed that no fragments were left behind. No additional surgical procedure was required to remove the fragment. No post operative tests like an x-ray ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications. There are no photographic images of the device or a video recording of the procedure available for isi review.